Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of constant air-in-line alarms through the history log, but could not reproduce it during eval. Eval found the ultrasonic sensor readings to be below spec with a fluid filled set loaded. This can make the pump more sensitive to air-in-line alarms. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced a constant air-in-line alarm. It was also reported that there was no pt involvement.